Event description:
It was reported that the ilet user experienced elevated blood glucose after eating a banana without announcing a meal, with sensor showing 212 mg/dl and fingerstick 234 mg/dl, the infusion site was dry and a correction bolus was delivered, after which glucose returned to range. Symptoms included hyperglycemia peaking at 245 mg/dl and a sensation of feeling hot or flushed. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.